Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Subsequent measurements were noted to be 100 or 121 ohms. Boston scientific technical services (ts) discussed that shock impedance measurements for single coil leads typically are on the higher side and discussed the option of troubleshooting or continued monitoring. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician plans to increase the impedance range that triggers alerts in the remote home monitoring system and continue monitoring.

Event description:
Additional information was received that during review of remote interrogation data, pacing impedance measurements for the right atrial (ra), rv pace/sense and another manufacturer's left ventricular (lv) lead varied up and down together, however, measurements remained within normal limits. Shock impedance measurements also varied with the pacing impedance measurements, with some continued high out of range shock impedance measurements. Boston scientific technical services (ts) discussed body position or fluid levels have the potential to alter the measurements and discussed continued monitoring. The patient was noted to be in chronic atrial fibrillation (af).